Event description:
Complainant alleged that while transferring an (B)(6), female patient the device inappropriately shut down. The device was powered off/on and they were able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be provided a follow-up report when our investigation is completed.